Manufacturer narrative:
The device has not been received for evaluation. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
(B)(4)

Event description:
Component fractured above the hex and remains in the patient's mouth. It will be removed when the patient returns to the office.